Event description:
It was reported that the patient experienced urinary retention approximately a month and a half post-implant of this artificial urinary sphincter (aus). The patient was catheterized to drain the bladder and the urethra was injured. The device was explanted to allow the urethra to heal. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary retention approximately a month and a half post-implant of this artificial urinary sphincter (aus). The patient was catheterized to drain the bladder and the urethra was injured. The device was explanted to allow the urethra to heal. No further patient complications were reported.